Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that their therapy didn't seem to be working since the day after they had an MRI. Patient stated that they turned their therapy off for their MRI last friday (B)(6) 2025, then they turned their therapy back on, but they were not sure about turning their therapy back on. Agent walked patient through connecting to their ins and patient confirmed their therapy was turned on. Agent then walked patient through increasing their stimulation as patient requested and patient confirmed feeling the stimulation comfortably. Patient will continue to monitor symptoms and will follow up with hcp if issue persists.